Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield broke off of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder and caused a dirty needle stick injury. The employee and source patient had blood work performed as a follow-up. The following information was provided by the initial reporter: "nsi did occur. On (B)(6) 2022 we had the safety device break off of a needle and a needle stick occurred." "Yes, the employee got stuck with a dirty needle and both the employee and the source patient both had blood drawn as a follow-up."

Manufacturer narrative:
Investigation summary bd received 20 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the safety shield broke off of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder and caused a dirty needle stick injury. The employee and source patient had blood work performed as a follow-up. The following information was provided by the initial reporter: "nsi did occur. On 2/24/22 we had the safety device break off of a needle and a needle stick occurred." "Yes, the employee got stuck with a dirty needle and both the employee and the source patient both had blood drawn as a follow-up."